Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with painful left hip. Upon examination and tests, dr. (B)(6) believed the femoral stem to be undersized for the patient¿s anatomy and loose as well. During surgery, dr (B)(6) determined the femoral stem was loose as a result of being undersized. He removed the index femoral head and stem and replaced with a competitors. He replaced the duraloc acetabular liner since he was there and hoped that would extend the life of the construct for the patient.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.